Event description:
Information was received that reported a patient was hospitalized in 2009, due to hyperglycemia. The reporter stated that the patient's pump was broken and not working properly. The reporter stated there is physical damage to the device with visible breakage on the device housing. The patient continued to try to use the device despite the damage as he was on a fishing trip and had no back-up supplies. On the same day, he was brought to the ER. At the ER his blood glucose was "high". He was admitted with a diagnosis of hyperglycemia. He was treated with IV insulin and fluids. The device will be returned for evaluation, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.